Event description:
It was reported that treatment was attempted on a lesion in the lad using a brachial approach. A guide wire successfully accessed the lad, and a bmw guide wire was placed in the diagonal branch for protection. After stent implantation in the lad lesion, resistance was encountered while trying to withdraw the bmw guide wire from the anatomy. Force was used to remove it and in the process, the guide wire separated at the hypotube in the upper arm. Approximately 30-40 cm of the distal end of the guide wire remains inside the pt. At the time of the report, the pt was stable.